Manufacturer narrative:
Updated block: d9.

Event description:
Upon receipt of the device, the user reported that red part of the light emitting diode (led) light of the temperature module was not working. The light remained green on the module even though it was not assigned yet and no perfusion screen created. There was no patient involvement.